Event description:
The iv3000 used to cover the cannula and the kit dressing is a problem. When it is wet or damp, the iv3000 dressing bubbles up and then comes off. The patient's normal blood sugar runs around 140. When her cannula comes out her blood sugar can elevate quickly. The patient noted that she has not experienced any medical problems with this issue, just frustration. Outcome attributed to adverse event: cannula dislodged elevated blood sugar.

Manufacturer narrative:
The manufacturing records were reviewed, and no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed. Although, the instructions for use are considered adequate, the labeling for instructions for use has been revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, and the artwork on the carton was revised as of january 3, 2006. For ce marked product, the current instructions were revised 03/31/06. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. No further action will be taken at this time. However, we will continue to monitor for this type of complaint.